Manufacturer narrative:
D tab update- samples received for evaluation on 03/02/2023 h.6 investigation sumary material #: 367926. Lot/batch #: 2080678 . Bd had 1 samples and 6 photos were provided for investigation. Visual examination of photo was performed and revealed defective stopper molding as green fm was attached to the inserting part of rubber stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter- dirt adhering to the cap of tube."

Event description:
It was reported when using the bd vacutainer® sodium fluoride edta (fe) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter- dirt adhering to the cap of tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.